Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant total hcg results is unknown. No further evaluation of the device is required.

Event description:
Three negative advia centaur total hcg patient results were obtained and upon retest, all three results were positive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg results.